Event description:
It was reported all speeds broken. Issue was found during weekly audit. No patient involvement. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
Product complaint #(B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.investigation summaryservice and repair evaluation: the customer reported 05.000.008 all speeds broken. The repair technician reported that device does not function properly. Electrical cord has been damaged. Foreign substance/debris was found on protector/shield. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposeddevice historypart# 05.000.008.synthes lot# 008072.supplier lot# 008072.release to warehouse date: 08. Dec. 2021.supplier: (B)(4).no ncrs were generated during production.